Event description:
It was reported that during a lap colon procedure, a trocar was losing the pneumo was losing and the trocar broke into parts. It was replaced with another trocar. There was no pt consequence reported.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.